Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided pictures shows that a fluid leakage occurred at the level of the discharger ring of the effluent line. The reported condition was verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak at the electrostatic discharge ring was observed during patient treatment with a prismaflex m150 set. There was no patient injury or medical intervention associated with this event. No additional information is available.